Manufacturer narrative:
Received one 2-1009 in unoriginal packaging. Lot number was unable to be verified. Performed a visual inspection of the device, the jaw was broke away from the shaft. The break was clean and smooth. The manufacturing documents from the device history record have not been reviewed since the lot number is not known. Per the instructions for use, the user is advised the following: warnings: inspect the shaft insulation and luer lock port for dents, breaks, or damage before and after each use. Directions for use: detachatip laparoscopic instruments have been validated for twenty (20) steam sterilization cycles. The useful life span of a surgical instrument is largely dependent on the care and handling of the instrument. Final determination of the device lifetime is at the discretion of the operator. For optimal product life, protect the detachtip instruments from contact with other instruments during decontamination and re-sterilization. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 2-1009 device was being used during a laparoscopic myomectomy on (B)(6) 2019 when "the jaws of the instrument broke away from the shaft and fell into the patient while the instruments was being used". Via email communications with the facility, the sales representative confirmed that the broken jaws were removed from the patient; also, a picture of the device and broken jaws was provided that was taken after use. This event caused a 15-minute delay in the procedure; however, another 2-1009 device was used to complete the procedure successfully. There was no impact to the patient or the user per the report. Further assessment information has been requested; however, no information has been made available from the facility to date. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.